Event description:
The customer stated that they were unaccustomed to the width of the unit and drove over a curbing with one back wheel. This caused the unit to tip over. The customer sustained a fractured hand as a result of this incident.